Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A site history was performed and no related complaints for the instrument or the event were found. A review of system logs showed that the permanent cautery hook instrument had 9 lives remaining. No image or video was provided for review. This complaint is being classified as a reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter is unknown.

Event description:
It was reported that prior to starting a da vinci assisted cholecystectomy procedure, the permanent cautery hook had a broken cable. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer to obtain additional information. It was confirmed that the broken cable was identified prior to being used and that the instrument was removed from the surgical field at that time. The instrument was not used during the procedure.